Event description:
It was reported that during a procedure, the blade broke. It was also reported that the procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.